Event description:
It was reported that, on an unspecified date, a plum 360 had an issue. The reporter stated, "it has been reported to spontaneously reboot and has also sustained physical damage". There was no patient harm reported.

Manufacturer narrative:
The complaint that "it has been reported to spontaneously reboot" wasn't confirmed during product complaint investigation (pci) testing and the complaint that the "device has also sustained physical damage" was confirmed. The peripheral cover and the fluid shield were replaced because of damage. All relevant performance verification testing (pvt) passed with no alarm or error codes.